Event description:
A company representative reported that high impedance was found upon patient interrogation. The patient's battery was also depleted. No surgery is known to have occurred to date no additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem", corrected data: MFR report #1644487-2014-00473 was later found to already have captured this report. The initial report was submitted without reference to the previous report. Date of event" corrected data: the initial report inadvertently reported the incorrect event date. Once the information from MFR report #1644487-2014-00473 was later found, the correct event date was found to be (B)(6) 2014 age at time of event" corrected data: the initial report inadvertently reported the incorrect patient age. Once the information from MFR report #1644487-2014-00473 was later found, the correct age at the time of event was found to be (B)(6).

Event description:
It was found that this event was initially reported in MFR. Report #1644487-2014-00473. Therefore, the event date was prior to that which was initially reported in this MFR. Report. All additional relevant information concerning this event will now be submitted in this MFR. Report. No additional relevant information has been received to date

Event description:
It was reported that the patient was experiencing an increase in seizures, which is what led the physician to check the generator. No surgery is known to have occurred to date no additional relevant information has been received to date.